Event description:
After successfully delivering one shock at 300 joules to a pt (age & gender unk), the clinicians attempt to deliver a second shock at 360 joules however the device would not charge to the selected energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunctiion. Complainant indicated that during sibsequent biomed testing the reported malfunction could not be duplicated.